Event description:
It was reported that noise was sensed on the lead. ICD had several vf episodes without shocks. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.